Manufacturer narrative:
Please note the hde number for this device - h230007 this event is related to a post-market clinical study "protect" and reported retrospectively. Amds 40-30, lot# c2460095b procedure date: (B)(6) 2023, adverse event (ae), embolic event, date of amds implant ¿ (B)(6) 2023, event onset date ¿ 27jun2024, event end date ¿ unknown. Event: cerebrovascular/neurologic ¿ embolic event describe event: on june 27, 2024, pt began feeling not very well; and with this feeling of lightheadedness or dizziness. Also, he was noticing that he could not grasp the pen properly with his right hand. His inability to properly hold or grasp continue to last for approximately 1 week. The MRI would indicate the pt episode of right-hand change in fine finger dexterity does in fact likely represent a very small embolic event. Relation to amds device ¿ unlikely relation to amds implant procedure ¿ unlikely did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease ¿ debakey type a dissection, did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? No did the subject exit the study? No event outcome ¿ resolved was there any treatment for the event? Yes treatment related to the event related ae: #5 ¿ event cerebrovascular/neurologic ¿ event onset date 27jun2024 identify the type of treatment: medical was dialysis done? No is amds removed? No this event is relegated to amds 40-30, lot# c2460095b for an embolic event. The manufacturing records for amds 40-30, lot# c2460095b were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 53-year-old male who had an amds-40-30 (serial #/lot #: (B)(6) implanted on (B)(6) 2023. Adverse event # 5 reported a cerebrovascular/neurologic event as an ¿embolic event¿ with an onset date of 27jun2024, and an unknown end date. The ae form described the event as ¿on june 27, 2024, pt began feeling not very well; and with this feeling of light headedness or dizziness. Also, he was noticing that he could not grasp the pen properly with his right hand. His inability to properly hold or grasp continue to last for approximately 1 week. The MRI would indicate that pt episode of right-hand change in fine finger dexterity does in fact likely represents a very small embolic event.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event did not lead to a serious adverse. However, medical treatment was provided, and the event was documented as resolved; the patient remained in the study. CT images were provided by the protect study team. The images were reviewed by an artivion representative, and the following findings were noted on the diagnostic imaging form: ¿no abnormalities or embolisms can be detected in the evaluated data sets. However, it should be noted that no data is available for the period during which the patient experienced symptoms (B)(6) 2024). The data from (B)(6) 2024 show no embolisms.¿ as stated in the description, the patient's problems were likely small embolisms that resolved themselves.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ is listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No actions are required at this time. A complaint and recall query was performed for amds 40-30, lot# c2460095b to identify previously reported complaints or recalls associated with this lot number. No complaints or recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced an adverse event (ae). Amds 40-30, lot# c2460095b, procedure date: (B)(6) 2023, adverse event (ae), embolic event, date of amds implant ¿ (B)(6) 2023, event onset date ¿ 27jun2024, event end date ¿ unknown. Event: cerebrovascular/neurologic ¿ embolic event. Describe event: on (B)(6) 2024, pt began feeling not very well; and with this feeling of lightheadedness or dizziness. Also, he was noticing that he could not grasp the pen properly with his right hand. His inability to properly hold or grasp continue to last for approximately 1 week. The MRI would indicate the pt episode of right-hand change in fine finger dexterity does in fact likely represent a very small embolic event. Relation to amds device ¿ unlikely. Relation to amds implant procedure ¿ unlikely. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Please specify pre-existing disease ¿ debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? No did the subject exit the study? No. Event outcome ¿ resolved. Was there any treatment for the event? Yes. Treatment related to the event related ae. #5 ¿ event cerebrovascular/neurologic ¿ event onset date 27jun2024. Identify the type of treatment: medical. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 40-30, lot# c2460095b.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.